Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the video display controller upper (vdcu) board per the technical support engineer (tse)'s recommendation; the system was tested and verified as ready to use. The component has not been received for failure analysis evaluation. Additional section a patient information: body mass index (bmi): 30.5 kg/m2 with a height of 5¿2¿.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the robot had multiple unwarranted system restarts. The system logs were unavailable at the time of the call. Technical support inquired about any errors or messages, and the customer recalled a message related to insufflation tubing. Due to these issues, the patient experienced prolonged kidney ischemia time during a critical portion of the procedure. The procedure was converted to a laparoscopic approach and was completed laparoscopically. No additional or enlargement of port incisions were placed.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Device evaluation: intuitive surgical inc. (Isi) received the video display controller upper (vdcu) associated with this complaint. Failure analysis did not confirm the reported event. The vdcu was visually inspected, where no issues were found. Upon review of the error logs, errors were found but not on the vdcu. The unit was installed onto a known good system and powered on with no issues. The system was left to idle for two hours, and ten power cycles were performed with no issues.